Event description:
It was reported that the 9600 system would not fluoro during a case. The 9600 system was rebooted and then had a pre-charge fault error message. The 9600 system had to be removed, and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The f3 fuse was replaced during the service call. The system was tested and found to be working as intended, and put back into service.